Event description:
Ous MDR - it was reported that this lv lead was capped on (B)(6) 2017 due to a fracture. A tight binding between the rv and ra leads was also reported and they were explanted and replaced. No adverse patient events were reported.

Manufacturer narrative:
(B)(6) 2017 - we were notified that a portion of this lead was explanted on (B)(6) 2017. We received a device evaluation. The ICD and the fragmented leads under complaint were returned for and subjected to an extensive analysis. The memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was confirmed in the right ventricular channel. However, a thorough analysis of the ICD proved the device to be fully functional. Subsequently the leads were analyzed. The solia demonstrated multiple damages which most likely resulted from mechanical forces applied during the extraction procedure. The protego showed multiple signs of wear along the lead fragments. In particular 13 cm proximal to the lead tip the insulation was rubbed through which can be considered as the root cause of the clinically observed noise. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which affected the leads motion. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. Additionally the protego demonstrated extraction damages, such as fractures of the conductor cables to the shock coil and to the ring electrode, which presumably resulted from strong pulling forces. The corox inspection showed multiple and severe extraction damages, particularly stretched and deformed conductor coils. Due to the extent of the damages the root cause of the assumed fracture in 2015 could not be determined. There was no indication of a material or manufacturing problem for any of these devices.